Manufacturer narrative:
Block b3: exact date unknown, event occurred in 2019. D6: explant date: 2019.

Event description:
It was reported that the patient underwent an ipg explant procedure due to an unknown reason.